Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 054 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed evidence of a cs 054 alarm. The ez-prime steps and 24 hour duration test were successfully completed with no call service alarms duplicated. The pump cover was removed and there was no evidence of internal moisture observed. There was no damage to the internal components or the printed circuit board found. The complaint was confirmed in the pump history but not duplicate during testing. (B)(4).